Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional is obtained.

Event description:
The consumer reported getting reagent solution inside her eyes with the binaxnow covid-19 antigen self test after opening the reagent bottle with a tweezer. The consumer was advised to flush her eyes with copious amounts of water. No additional patient information, including treatment and outcome, was provided.